Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 15, 2013 and january 16, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted white particles between 0.10 to 4.00 mm in size, floating in the fluid of the bladder. Fourier transform infrared (ftir) spectroscopy identified the white particles to be acrylic material. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside of the reservoir of a large volume intermate. This was identified during filling with a compounded solution. There was no patient involvement. No additional information is available.